Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned and manufacturer could found evidences blower foam contamination during device evaluation.